Event description:
It was reported that after a da vinci-assisted surgical procedure, the customer called to say that while trying to set up the robot for tomorrow morning, they received a recoverable 319 fault, and all the arms were red. The technical support engineer (tse) walked the customer through a hard power cycle, and upon startup, received the 319 error to disable the cart drive and boom. Tse viewed logs and confirmed 319 errors on the axes controller platform (acp) #5. The procedure outcome was unknown with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the axes controller platform (acp) due to error 319. The system was tested and verified as ready for use. The unit was analyzed and the following was found: on artemis, error 319 was found indicating that the fault occurred in the field. Visual inspection, no issue was found related to the reported event. The acp was installed in the golden system. Upon the power on, the error code 319 was presented. The acp has failed. The complaint was confirmed based on failure analysis. The probable root cause may be attributed to the axes controller platform (acp). This issue can be resolved by replacing the acp.